Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she cannot complete the rewind process for her pump and she received a compromised force sensor system alarm when she was trying to prime the pump. Customer stated that she was unable to exit the preparing to prime loop and is stuck in the rewind complete/bolus delivery loop. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan. Customer does not want a replacement pump because she already has a loaner pump.